Event description:
Pt is a (B)(6) male with a history of recurrent diffuse large b-cell lymphoma, he received a tcr-alpha/beta and cd19 depleted haploidentical stem cell transplant on (B)(6) 2016. On (B)(6) 2017, the pt presented with loss of appetite, weight loss, weakness and hypoxia, which led to admission. The pt had flow cytometry run on bal fluid on (B)(6) 2017 which showed no evidence for lymphoma. Bronchoscopy was performed on (B)(6) 2017 and infectious work-up as well as cytology and flow cytometry were negative. Then, on (B)(6) 2017, the pt had flow cytometry run on pleural fluid which was found to be consistent with relapsed diffuse large b-cell lymphoma. Once relapse of lymphoma was known, it did not feel there was any reasonable treatment that could be administered given the pt's age, functional status, and disease course, however, the pt was treated with high dose steroids which led to a brief acute improvement in hypoxia. The pt was then discharged from the hospital to hospice on (B)(6) 2017. We were notified on friday (B)(6) 2017 that the pt had passed away on sunday (B)(6) 2017. There is no autopsy being performed on this pt.